Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the right ventricular (rv) lead was t wave oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. D11 concomitant product: 5076 implantable pacing lead 2005-(B)(6). (B)(4).